Event description:
Reported via email. It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient had a transesophageal echocardiography (tee) on (B)(6) 2025 that revealed that the closure device appeared to be on its side with at least 3/4 of the closure device sticking out above the laa and along the back side of the closure device there was significant flow into the appendage. The doppler demonstrated a back-and-forth flow pattern into and out of the appendage. The patient had another tee on (B)(6) 2026, and imaging showed that the closure device was bulging out of the laa significantly. The closure device at the 45-day follow up imaging did not meet position, anchor, size and seal (pass) criteria due to its position. The physician is going to review additional imaging and decide if any further intervention is needed.